Event description:
This spontaneous case was reported by a physician and describes the occurrence of device breakage ("pieces of the coil were retrieved") in a (B)(6) female patient who received essure (batch (B)(4)). The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device malfunction "device malfunctioned per surgeon". Medical conditions: other therapies in use on patient: unknown by reporter. On (B)(6) 2016, the patient started essure. At time of insertion, the surgeon started a device malfunction "device malfunctioned per surgeon" and complication of device insertion ("complication of device insertion"). On an unknown date, the surgeon decided to a laparoscopic bilateral salpingectomy and the patient experienced device breakage (seriousness criteria medically significant and clinically significant/intervention required). Essure was withdrawn. At the time of the report, the device breakage and complication of device insertion had resolved. The reporter considered all reported events to be related to essure. Company causality comment: this spontaneous case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion inserts) inserted and, during the insertion procedure there was a device malfunctioned per surgeon. Then, it was decided to perform a laparoscopic bilateral salpingectomy and pieces of the coil were retrieved (seen as a device breakage). Device breakage is anticipated in the reference safety information for essure. In this particular case, the device breakage probably occurred during a difficult insertion as surgeon reported a device malfunction during insertion. The exact mechanism of the device breakage is unknown; however, the causality for this event cannot be excluded. This case was regarded as incident since intervention was required. A product technical analysis is being sought. Further information is expected from reporting physician.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of device breakage ("pieces of the coil were retrieved") in a (B)(6) year-old female patient who had essure (batch no. C59253) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device malfunction "device malfunctioned per surgeon" on (B)(6) 2016 and device use issue "handling error". Medical conditions: other therapies in use on patient: unknown by reporter. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced complication of device insertion ("complication of device insertion"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy). Essure was removed. At the time of the report, the device breakage and complication of device insertion had resolved. The reporter considered complication of device insertion and device breakage to be related to essure. Most recent follow-up information incorporated above includes: on 1-aug-2017: quality-safety evaluation of ptc (product technical complaint): event and handling error (device use issue) was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.